Event description:
The stimulation was intermittent, starting about a week before. It became "real noticeable" on (B) (6) 2010. The patient was worried that a wire may be broken. The patient was traveling for the winter. Further information is being requested at this time.

Manufacturer narrative:
(B) (4).